Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with watchdog alarm and frozen display due to a faulty component in the motherboard. Unable to confirm the alarm.

Event description:
The customer reported that the insulin pump stuck on a number after the battery was reinserted. The caller also stated that the device had an alarm. No further information was provided.